Event description:
It was reported that the preloaded intraocular lens (iol) was stuck. The lens was fully implanted into patient's operative eye, but it was just not working accordingly. The lens remains implanted. Additional information received revealed that the haptic was stuck in the cartridge while delivering the lens, causing the haptic to also getting stuck in the incision. The surgeon had to push the haptic inside to implant the lens, by probably taking a sweep or so to stick the haptic back in the eye through the incision. There was no patient injury, no other information was provided.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. Telephone number:(B)(6). The preloaded unit was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. As a result of the investigation, there is no indication of a product quality deficiency.